Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the 2 bd safetyglide¿ needle experienced connection issue with leakage. The following information was provided by the initial reporter: pharmacy reported via business partner (eurolab), that "mylan fulvestrant injection does not lock into syringe, therefore product leaks out and nurse isn't comfortable with using the product."

Manufacturer narrative:
H.6. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that the 2 bd safetyglide¿ needle experienced connection issue with leakage. The following information was provided by the initial reporter: pharmacy reported via business partner (eurolab) that "mylan fulvestrant injection does not lock into syringe, therefore product leaks out and nurse isnt comfortable with using the product.